Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 658mg/dl. The customer experienced symptoms such as confusion and pain in arms. Customer¿s current blood glucose was 200mg/dl. Customer advised to call back if high blood glucose persists again and customer call back. Customer stated that they experienced high blood glucose of 700mg/dl with diabetic ketoacidosis. Customer declined to perform troubleshoot for high blood glucose. Insulin pump will not be return for analysis.